Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the caller was seeing the patient and program 4 had a yellow circle with a "!". The patient was at 2.9ma. The upper limit was not turned on. An electrode impedance check was suggested, and the caller reported all electrode impedance showed >4000 ohms except for: 724 ohms. No messages were seen when interrogated. Impedances were reviewed and an x-ray was suggested. The patient showed up at the doctor's office for a programming appointment. Their original issue was that they had a really hard time connecting their communicator to their programmer and when they would recharge, their recharge pod would constantly try to reconnect. It was first tried to connect to the patient's battery via the patient application, and the connection took several minutes. It kept saying the device was not found, even though multiple different spots over their implant were tried. They were finally able to connect to their battery, but found their current program was capped at "2.9," which was where it was at. After checking impedances, it was found that every contact point was above 4000 ohms except for the case at electrode 3, which was 746 ohms. The patient and doctor were advised that the manufacturer representative would recommend an x-ray (per customer support), to see if the lead had migrated, broken, etc. The patient's next issue involved their charging pod. Originally, their recharger would not connect, so they ended up getting a new recharger kit, which they stated worked for a couple months, but they started having issues again. The patient said they would connect their charging pod, but multiple times during the charging cycle, it would lose the signal with no attempt to connect again. Also, their recharge application would not connect to their recharger. When they came in, they were at 90% charged. The manufacturer representative tried to connect to the patient's ipg with the recharger, and it searched for the battery twice after having the connection. After that it stayed connected the whole time, but took close to 15 minutes to recharge from 90 to 100 percent. Since they could not access the recharger application, they were not sure if it was on the faster or slower charging speed, but the patient stated they had no knowledge of it being changed. The patient mentioned they had one fall about six months ago, but stated ¿it wasn¿t that bad.¿ an x-ray was planned to be performed to see if the lead had migrated or had any breaks. The interventions/actions that would be taken were listed as "to be determined." The issue was not resolved at the time of the report. No surgical intervention was planned. They were redirected to follow up with the patient's healthcare provider. Five days later, additional information was received from the patient via a manufacturer representative. They reported they had met with the patient on friday for a normal follow-up visit, when they noticed impedances were out of range, greater than 4k ohms, for everything except for electrode 3. On programs 1, 2, and 3, stimulation was limited to below 0.5 ma, and program #4 was limited to 0.3ma or 0.4ma. The x-ray that came back the day of the report did not show any lead break nor migration. It was an anteroposterior (ap), and lateral view. The manufacturer representative also said the patient had trouble with recharging and using their communicator to connect to the implant. The patient had a lot of scar tissue from orthopedic work in the past, thus, the healthcare provider was reluctant to do a revision if they did not have to do it. The patient had reported therapy was working better in the past, that relief became progressively less, thus there was no event date. There was no fall nor accident that might have been the cause of the change in therapy. It was also mentioned the patient had a colon resection that caused scarring as well, but that was prior to having the current implant. Troubleshooting was not required. The issue was not resolved through troubleshooting. They were again redirected to follow up with the patient's healthcare provider.

Manufacturer narrative:
H3: analysis of the ins (s/n (B)(6)) revealed that the device had insignificant anomalies and passed functional testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the ins and lead were explanted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The reason for the high impedances is unknown, but the doctor stated the x-ray looked fine. An ins replacement may be scheduled with the potential of doing a lead revision also depending if the new ins doesn t correct the impedances. No further complications were reported.

Event description:
Additional information received from patient via rep stated that the x-ray looks fine. Patient was having issues. Patient's amplitudes were capped at .3 ma. Hcp has decided to do a replacement due to possible migration. Patient does not want to deal with a rechargeable device and was implanted with 3058 and 978b1278.

Manufacturer narrative:
Continuation of d10: product ID a90300 lot# serial# unknown product type software product ID cd9000 lot# serial# (B)(6): product type accessory product ID tm90p01 lot# serial# unknown product type accessory product ID rs5200 lot# serial# (B)(6) product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep stated that the replacement date is (B)(6) 2021. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.